Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was making a strange howling noise and the display showed, "insulin: 0e". There was reportedly insulin in the cartridge. It was noted that everything was taken out of the pump, the battery was replaced and the pump continued to make a strange howling noise. The pump display reportedly showed, "insulin: 126e," after the battery was replaced. The reporter stated that 126e was correct and this is what should of been originally indicated on the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: there was no activity related to the reported complaint observed in the black box. There were no alarms that occurred during testing. A cartridge with 100 units was accurately loaded into the pump with no issues. The reported complaint was not duplicated during investigation.